Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2003; 694765 lead, implanted: (B)(6) 2003.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-physiologic oversensing/noise during non-sustained episodes of ventricular tachycardia (vt) and multiple short ventricle-ventricle intervals on the right ventricular (rv) lead. Also, it was noted that there was oversensing/noise exhibited with the right atrial (ra) lead. The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.